Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) could not duplicate the reported event. The fse cleaned the opto sensors and rack detection sensors. The fse noticed that the customer uses an empty rack to block the s1410 sensor in order to keep racks from continuing to rotate. The empty rack that blocks the sensor was not properly positioned and allowed the y1 to start rotating. When the s1406 sensor did not see a rack the error was produced. The instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: 2151 hybrid arm/cup transfer cup pickup failure: cause: the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution: contact tosoh service center or local representatives. 2256 no rack at sample loader transfer-in position: cause: the x1 start-point rack detection sensor and the x3 start-point rack detection sensor failed to detect a rack even after the transfer-in (y1, y3) belts were engaged. Solution: place the sample rack in the loader transfer-in position. If retry fails, contact tosoh service center or local representatives 6100 assay operation aborted: cause: measurement was suspended due to an event that prevented its continuation. Solution: check the abortion factor. The reported event could not be duplicated; however, it is likely that the empty rack that the customer uses to block the s1410 sensor and was not properly positioned may have contributed to the event.

Event description:
On (B)(6) 2017 a customer reported getting 2256 no rack at sample loader transfer-in position error message followed by 2151 hybrid arm/cup transfer cup pickup failure error message and then 6100 assay operation aborted, which aborts the run on the aia-2000 instrument. The customer is unable to run patient samples on follicle stimulating hormone (fsh) and alpha fetal protein (afp). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.